Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿concern over bia-alcl and the recall¿, ¿capsular contracture in the right breast¿, ¿anxiety¿, ¿constant fatigue¿, ¿joint pain¿, ¿insomnia¿, ¿severe brain fog¿, ¿limb numbness and tingling of hands and feet¿, ¿migraines and constant headaches¿, ¿sensitive to light and sound¿, ¿hair thinning¿, ¿sinus infection¿, ¿recurring tonsillitis¿, ¿visual disturbances¿, ¿ringing in ears¿, ¿depression¿, ¿decreased libido¿, ¿sharp pain in both breasts but more so in the right side¿, ¿weight gain and unable to lose it¿, ¿heart palpitations¿, ¿ibs¿, ¿random on set of being unable to control body temperature¿, and ¿very slow healing of piercings and other injuries¿. This device relates to the right side. The device remains implanted.